Manufacturer narrative:
The customer performed precision testing. The investigation is ongoing.

Event description:
The initial reporter received questionable tp2 total protein gen.2 results for one patient tested on a cobas c 503 analytical unit. The patient's initial total protein result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same c 503 analyzer and a different c 503 analyzer. At 10:54, the patient's initial total protein result was 61.9 g/l. At 11:50, the patient's repeat total protein result on the same c 503 analyzer was 40.5 g/l. At an unknown time, the patient's repeat total protein result on a different c 503 analyzer was 64 g/l. The total protein reagent lot number was 59947001 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer found the sample probe was dirty with gel separator. He cleaned the sample probe. He performed a repeatability test with acceptable results. Based on the provided information, the investigation determined the issue was consistent with a sample preanalytic handling issue. The investigation did not identify a product problem.